Manufacturer narrative:
A complete lead was returned in one piece with stylet inserted and was stuck inside the lead. Visual inspection found the stylet coating to be stripped and bunched at the distal end of the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal would have led to the connector pin separation. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any additional anomalies.

Manufacturer narrative:
(B)(4).

Event description:
During implant, the guidewire could not be removed from the lead. The lead was explanted and replaced and the event resolved with no adverse consequences to the patient. The patient is well.